Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on dec 09, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging that patient woke up with a runny nose, congestion, sore throat and a feeling of discomfort in her lungs that felt as if her lungs were raw. Also, alleged that she found a small bit of black debris in her mask that are related CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During external and internal inspection, the manufacturer observed that the microusb and usb cover were missing. Iso (international organization for standardization) port cover had dust-like contamination inside of it. Dust-like contamination and tiny hairs/fibers in the air outlet port. Air inlet filter and air inlet filter area had dust-like contamination on it. Air inlet baffle had dust-like contamination and tiny hairs/fibers on it. Dust-like contamination with hairs/fibers in the bottom enclosure. White and black (inconsistent with degraded sound abatement foam) dust-like contamination was in the bottom of the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam and inspected visually, the sound abatement foam looked intact and had some dust on it. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. And unable to address the patient's symptoms. Sections b7, d9, h2, and h3 has been updated in this report. Section h6 health effects: clinical codes has been updated in this report.

Manufacturer narrative:
In previous MDR b5 verbiage mentioned incorrectly clinical codes are missing. In this report corrected and updated as below. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an visualization of particles and patient statees that I have a runny nose, congestion, sore throat related to a CPAP device's sound abatement foam. There was no report of patient harm or injury.